Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported arterial pressure alarms during a routine hemodialysis treatment. The operator contacted technical support for assistance troubleshooting the alarms. It was determined that the alarms were attributed to inadequate arterial access flow. The operator was advised to rinseback, however he chose to continue troubleshooting. Subsequently high venous pressure alarms occurred indicating clotting. Rinseback could not be performed resulting in a 210 cc blood loss. The pt's access flow improved following administration of activase. No add'l medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access flow issues and to rinseback not being performed in a timely manner. The operator reported experiencing arterial access pressure alarms and noted the perm cath was not flowing. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting arterial pressure alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.